Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had bladder infection and they started taking medication the day before the call.

Event description:
Additional information from the patient reported they can't say if the stimulation is really helping with the bladder infection that they often get. The patient noted the bladder infection was not the cause of the stimulation. The patient noted they are prone to bladder infection. The patient added they have had several bladder infection since they have had the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.